Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to duplicate the reported issue and ordered a new touch screen. The fsr replaced the display, performed touch screen calibrations, and the issue was resolved. The fsr tested the ventilator and reported the unit is working to correct specifications.

Event description:
The customer reported while using the vela ventilator; the top row of the display is dead. The customer attempted to perform the screen calibration, but could not bring up the menu from the top area of the screen. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect front panel assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to fluid ingress into the resistive touch screen. This issue will be internally investigated within carefusion.